Manufacturer narrative:
A visual evaluation of the returned device found the handle cannula to be bent upward, most likely from compression force. The wire basket/ wire assembly had been removed from the coil and handle assemblies and the inner sheath was detached. The basket wires were found to be un-deformed and tip was intact. The side car-rx presented pushback out of specification. The pull wire was found to have failed and broken from the distal end of the handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. Evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the pull wire was broken. The customer stated the device failed with while attempting to capture a stone. However, the customer was unable to provide the size of the stone. It is possible the basket was too small for the stone which could have caused the damaged pull wire. Although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015. According to the complainant, during the procedure, as the stone was captured the pull wire detached. The stone came out of the basket and was released into the duodenum. The basket was removed and the procedure was completed. There were no patient complication reported as a result of this event. The patient¿s condition was reported to be ¿fine.¿

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015. According to the complainant, during the procedure, as the stone was captured the pull wire detached. The stone came out of the basket and was released into the duodenum. The basket was removed and the procedure was completed. There were no patient complication reported as a result of this event. The patient's condition was reported to be "fine".